Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
Received info the pt was experiencing intermittent stimulation. The ins was interrogated on (B)(6) 2011 and impedance values indicated a possible fracture. The pt was reprogrammed using the remaining electrodes, but stimulation was not in the area of pain. The lead and ins were explanted on (B)(6) 2011 and replaced. There was no pt injury and she recovered without sequela.